Event description:
It was reported during a thoracoscopy when the surgeon used the ez45g during the first firing, the original cartridge load popped out into the patient's chest. The surgeon had difficulty retrieving the cartridge. There is no other information known at this time. 09/22/1997 spoke to relief scrub on the case who reported there was no consequence to the patient. The cartridge was retrieved without difficulty.